Event description:
The customer reports the battery on the device is not getting charged.

Manufacturer narrative:
(B)(4). The customer reports the battery on the device is not getting charged. The device was evaluated by a philips field service engineer and confirmed. There was no reported pt involvement. It was found that the ac power module power input connector was burnt. A new ac power module was ordered to resolve the problem. We will consider this a failure of the ac power module that causes the battery in the device to fail to charge.